Event description:
It was reported that there was a ventricular lead monitor warning with multiple polarity switch noted. The patient had some pocket stimulation in unipolar when programmed to 2v. The lead remains in use and in bipolar pacing with lead monitor sensitivity at two. It was indicated that the lead was subsequently, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lead was removed. It was also reported that when the lead was capped and replaced, high thresholds were noted.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4558m45 lead implanted: (B)(6) 1996. (B)(4).